Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device presented a blurry image. The event was identified during procedure, and it was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: fiber breakage, dents on edge, loose adapter, cracked on sides of video connector, undesired image due to loose outer tube, light transmission failed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: loose on outer tube. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device presented a blurry image. The event was identified during procedure, and it was completed using a similar device. There were no reports of patient harm.